Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 464 mg/dl at the time of incident. The customer stated that the insulin pump had motor error. Customer also stated that the drive support cap of the insulin pump appears to be flushed. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and refer to back up plan. The insulin pump will not be returned for analysis.